Event description:
It was reported that guidewire stuck was experienced with the farawave pulsed field ablation catheter. During device preparation, the merit guidewire was inserted into the catheter, and the catheter was unable to deploy into full flower position. The guidewire was stuck within the catheter. The catheter and guidewire were replaced, all outside of the patient. The pulsed vein isolation procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck was experienced with the farawave pulsed field ablation catheter. During device preparation, the merit guidewire was inserted into the catheter, and the catheter was unable to deploy into full flower position. The guidewire was stuck within the catheter. The catheter and guidewire were replaced, all outside of the patient. The pulsed vein isolation procedure was completed and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.